Event description:
It was reported that the pump battery was depleting quickly, the pump touch screen was unresponsive, and the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.